Event description:
Same case as MDR ID#: 2134265-2012-00311. It was reported that during an unknown procedure, an apex balloon catheter froze on a kinetix guide wire. The physician reported that during a recent procedure on an unknown date while advancing an apex balloon the distal end became entrapped on a kinetix guide wire. The devices were removed together and no patient complications were reported.

Manufacturer narrative:
Device code #1212 relates to component code #463. Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).